Event description:
The trifuse extension set has a filter built into one of the 3 legs of this device. A nurse reported that the filter was leaking fluid. This was all the info provided for this event.